Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-6480 dualwave pump is having a problem maintaining pressure, it is changing on its own. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-6480 serial/batch number (B)(6) was received for investigation. Functional testing for 11min found that the pressure of the pump moves up and down during the running. It was noted that after increasing the pressure, the pump sounded loud. Visual evaluation signs of wear the most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The device was manufactured on april 18, 2016.